Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of wire detached/separated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a large stone was broken into smaller fragments using electrohydraulic lithotripsy (ehl). A 2.5 cm fragment of stone was lodged in the bile duct. A trapezoid rx basket was used in an attempt to crush & remove the stone, but was unable to completely crush the stone. An alliance handle was then used in conjunction with the trapezoid" rx basket in an attempt to crush the stone, however, the pull wire detached from the handle of the trapezoid rx basket. The catheter and wire were cut below the handle. A sohendra lithocrush device was then used in an attempt to crush the stone, but the basket would not close further, possibly due to being cut. When manually trying to pull on the basket, the sheath seemed to buckle upon itself. The basket with entrapped stone was eventually removed from the patient using various ehl, forceps grabbing, and balloon trawling techniques. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the returned device revealed the handle cannula was not present in the handle assembly and was not returned. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal and proximal screw depth was within specification. Moreover, the pull wire had been cut near the handle. The inner sheath is buckled and the side car-rx presents pushback out of specification. Additionally, the basket tip was intact and the basket wires are slightly deformed. The evaluation concluded that during the procedure manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback, sheath buckled and basket wires bent. User technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of this complaint is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) and cholangioscopy with spyglass procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a large stone was broken into smaller fragments using electrohydraulic lithotripsy (ehl). A 2.5 cm fragment of stone was lodged in the bile duct. A trapezoid¿ rx basket was used in an attempt to crush and remove the stone, but was unable to completely crush the stone. An alliance handle was then used in conjunction with the trapezoid¿ rx basket in an attempt to crush the stone, however, the pull wire detached from the handle of the trapezoid¿ rx basket. The catheter and wire were cut below the handle. A sohendra lithocrush device was then used in an attempt to crush the stone, but the basket would not close further, possibly due to being cut. When manually trying to pull on the basket, the sheath seemed to buckle upon itself. The basket with entrapped stone was eventually removed from the patient using various ehl, forceps grabbing, and balloon trawling techniques. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.